Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 470 mg/dl. The customer had reported reservoir leaks. High blood glucose was treated by an insulin pump and changed infusion set. Auto mode feature was not active at the time of the event and the customer was using the pump within 48 hours prior to event. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device. The product will be returned for analysis. Updated summary: the customer reported reservoir barrel-cracked, damage, or missing components. Explain the "leak" could be an air bubble in the reservoir that is expanding during filling compartment was full of insulin. No further patient complications were reported. Product return is not expected for mmt-332a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.